Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The computed tomography (CT) scan and magnetic resonance imaging (MRI) showed that the hydrogel is entirely in the anterior rectal wall and close to the lumen. The patient's radiation treatment was planned to be "continued" at the time of this report. The patient was reported as asymptomatic.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.